Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d1, d4(model#, catalog# & UDI#), d5, d10, g1(contact person), h4, h6(clinical code & impact codes). To fix the issue, the fse replaced the power supply board. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue.. The fse the power supply pcb was defective needs to be replaced. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.